Event description:
The customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 189 mg/dl at the time of the report. Troubleshooting was performed and found that there were several days where the customer did not receive the full amount of his basal rates. The prime and high pressure tests passed. When checking the history files, it was found that the insulin pump had alarmed no delivery on the day of the event. The customer's mother stated that there are some scratches on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.